Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 55 mg/dl, and the meter bg reading was 140 mg/dl. Customer received a low bg alert and consumed carbohydrates to address low bg. Emergency medical technicians (emt) transported customer to hospital; customer requested glucose. Customer was admitted and was given carbohydrates; low bg was resolved. Customer was discharged on (B)(6) 2019 with no permanent injury.